Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced transient loss of bcva and lens dislocation/subluxation. The lens was exchanged with a longer length lens and problem resolved. Cause of this event is reported as "other" without further detail.

Manufacturer narrative:
H6 - health effect - clinical code (e): 4581 - lens dislocation/sublixation h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Loss of bscva, rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4)